Event description:
The consumer implanted for non-malignant pain reported they had issues with stimulation on and off the last couple of months which started with laying down positions. The patient experienced intermittent stimulation and overstimulation. The patient went to grab their deodorant on (B)(6) 2016 and their stimulation "cranked" up to 6.0. When this happened the patient check the device and it said mobile. The day prior to call the patient indicated this happened again. The patient went to their gastrointestinal doctor and the device cranked up again. They checked their device and it said 6.0 again but did not say mobile. The day of the call the device cranked up again when they walked up steps and down the hall. They checked the device and it said mobile 6.0. There were no traumas or falls that could be related to the event. The patient's also having stomach issues that their healthcare professional said could be due to the increase in stimulation. When the stimulation would crank up it would hurt the patient's insides. The patient had the stomach issues for over a year and a half and had their gull bladder removed and had tried medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.